Manufacturer narrative:
Corrections made to sections d3 (country type & country) and h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported, finding bent needles at the patient end prior to injection. 2 pen needles affected. (B)(6) 2024. Stated, when she removed the needle shield prior to injection, there was a piece of hair on the patient end. 1 pen needle affected. (B)(6) 2024. The issues she is reporting with pen needles, came from the same box. Lot: 3164334. Catalog: 320555. Date of event: 2024-03-13. Samples: yes cl.